Event description:
New information received notes that during a subsequent follow-up, more non-sustained lead noise episodes were observed. Reprogramming the device was performed. No consequences to the patient. Device remains implanted.

Event description:
It was reported that during routine follow up, a non-sustained rv lead noise episode was noted. T-wave oversensing was observed. Reprogramming was performed to adjust decay delay and threshold start.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during follow-up, non-sustained lead noise due to post paced t-wave oversensing continued to be observed. The patient is stable and the device was reprogrammed.